Event description:
A 5 wk old infant with perforation of heart/vessels by a central venous line and subsequent pericardial tamponade by total parenteral nutrition fluid. "Please contact the hosp regarding the type of catheter used. This is the 3rd case of this I have heard of. The cases have been reported on the pediatric pathology (society of pediatric pathology) internet bulletin board. I do not know if they ever reported to FDA."